Event description:
The customer s family member reported via phone call that customer was experiencing high blood glucose level. The high blood glucose level of customer was 600mg/dl. Current blood glucose level of customer was 584 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported incident. It was known that the auto mode feature was not active at the time of incident. Customer was treated with insulin pen or manual insulin injection and insulin pump for high blood glucose level. There were no kink, bend or air bubble present along the tubing. The insulin vial was not exposed to extreme temperature, looked cloudy or expired. Infusion set had no bent cannula. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.